Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to the patient anatomy causing insulation damage. The lead was also noted to have helix extension and retraction issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis was completed and reviewed. Analysis was unable to confirm the reported insulation damage to the lead. The lead passed resistance, pressure and stylet insertion testing. Helix testing was not able to be completed due to tissue stuck in the helix.